Event description:
Caller reported a malfunction on pump, which did not cause customer¿s blood glucose to exceed 500 mg/dl. There was no adverse impact to the customer¿s blood glucose level. Customer was assisted by technical support to reset pump, and instructions were given to call back if malfunction code recurs. Customer acknowledged and understood.